Event description:
It was reported that during a sigmoidectomy procedure, after clipping 1 or 2 times, the clips were malformed. Another device was used to complete the case. There were no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.